Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that dissection occurred requiring additional intervention. The stenosed target lesion was located in the renal artery. A 5.0mm15mmx150cm5 express vascular sd stent was advanced for treatment. However, during the procedure, distal dissection occurred. A 6x14 express vascular sd stent was used to cover the dissection and complete the procedure. The patient was fully recovered. There were no patient complications as a result of this event. It was further reported that the target lesion was located in a moderately tortuous and moderately calcified renal artery. The lesion was pre-dilated before distal dissection occurred.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) .

Event description:
It was reported that dissection occurred requiring additional intervention. The stenosed target lesion was located in the renal artery. A 5.0mm15mmx150cm5 express vascular sd stent was advanced for treatment. However, during the procedure, distal dissection occurred. A 6x14 express vascular sd stent was used to cover the dissection and complete the procedure. The patient was fully recovered. There were no patient complications as a result of this event.